Event description:
When attempting to remove the wound drain from the pt, the drain broke and a piece of the drain remained inside the pt. The pt was returned to surgery to have the indwelling drain portion surgically removed. No further complications were reported and no additional information was provided.